Manufacturer narrative:
No review of the complaint device history records and no device evaluation were performed since the product identifier could not be obtained and the involved graft was not available for investigation. No conclusion can be drawn.

Event description:
During a surgery, it was reported that a leakage was noticed from the device. The graft remained implanted and no clinical consequence for the patient was reported. No further information could be obtained from the customer.